Manufacturer narrative:
Product analysis: analysis was able to confirm the output connector assembly was broken. Analysis also noted the hanger o-ring was missing, the main printed circuit board (pcb) was out of electrical specification, the display backlight was not working due to a connector issue, the keypad was scratched, the lower case was broken, the main seal was contaminated, and the display wires were pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port on an external pulse generator (epg) was damaged. The device was returned for repair. There was no patient involvement.